Event description:
It was reported that during a coronary stent procedure in a pre dilated vessel, the stent dislodged and occluded the vessel. The stent was successfully retrieved. The pt status is listed as "good".